Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to perform a series of steps to troubleshoot the issue, including ensuring the pump was not plugged into a power source and pressing the center button firmly. When these steps did not work, the customer was advised to plug the pump into a known functional power source, which successfully turned the screen on. The customer mentioned putting the pump into storage mode before the issue arose and also reported an additional error during the call.